Event description:
Through a voluntary medwatch that was forwarded to baxter healthcare, a facility representative reported a pump with a backflow problem - the "rider" bag of potassium (kcl) "backed up into the d5ns [saline]". The patient was to be infused with a secondary bag of potassium (ksl), and a primary of saline (d5ns), at a rate of 83 cc/hr . This problem was identified during patient use on a (B)(6) male. There was no report of patient injury, adverse event or medical intervention associated with this report. The bags, sets, and device were swapped for replacements, and infusion was completed without further incident. The software version is not currently available for this device.no additional information is currently available.

Manufacturer narrative:
(B)(4). The device is not intended to be sent to baxter for repair - the facility has sent the device to (B)(6) hospital services. A follow-up report will be submitted if additional information becomes available.